Event description:
It was reported that the pt noted elevated blood glucose readings and began experiencing symptoms of hyperglycemia. She contacted her doctor for instruction. He advised her to suspend pumping and switch to lantus by injection until she could get to the hosp. At the hosp, the pod was removed and it was noted that the cannula was not visible. The pod was returned to the MFR for evaluation.

Manufacturer narrative:
A mfg defect caused the needle mechanism to fail and not place the cannula into the pt's subcutaneous tissue, resulting in the failure of the device to infuse insulin. The pt failed to follow the device instructions for use. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.